Manufacturer narrative:
Device passed rewind test and displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rewind was stopped as it was short transmitter. The insulin pump will not be returned for analysis.